Event description:
Boston scientific received information that during an upgrade procedure the patient went into ventricular fibrillation (vf) (shortly after accessing the coronary sinus) and could not be revived. The patient received approximately 10 commanded shocks through the chronic device (as tachy mode had been programmed off during device placement). The device was undersensing and pacing through the fine vf, command shocks appeared to convert briefly then went back into vf. The patient did expire. There were no reported device allegations and the product will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.